Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections to d4 lot number, d6a/b and d7a. The device was returned to olympus for inspection and the reported failure was not confirmed, the probe was cracked but still attached to the subject device. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the thunderbeat had a jaw detachment during a colonoscopy. The jaws had to be retrieved from the patients' abdominal cavity using specific equipment. The procedure was completed with another device, resulting in an extended intervention time, without any other incidents or consequences for the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.